Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2budn, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 978b128, lot#: va2budn, implanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that she got a shock/jolt on the way home after revision and she was reclining a few days later and had another jolt she turned down the intensity to 0.5 for the last two weeks she tried bringing it back up now and she is getting no stim at all. It was noted that the patient had revision surgery (B)(6) 2021. It was noted that the lead was inactive and was replaced.